Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 22 mmol/l; cause was due to a cartridge alarm 30. Customer delivered a correction bolus via pump to address bg level. Customer reverted to manual injection to address bg level.